Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to rv lead dislodgement. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.